Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive on blue screen with carefusion admin. A technical support specialist (tss) dialed in to the station and logged in as carefusion admin. The login was then updated to carefusion application in the station configuration. The station was rebooted, and the med application launched properly. The customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck at blue screen and they tried reboot, turn off and on the station but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.